Event description:
This rv lead was taken out of service on (B)(6) 2012 due to dislodgement. There was no mention of any patient symptoms and the rep was not present at this revision. The procedure was done at (B)(6) by dr. (B)(6). This report reflects information received by FDA in the form of a notification per 803.22 (b)(2).